Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the compact plus system (lot number 207256, expiration date 06/30/2011). (B)(4).

Event description:
Customer reportedly received results of 208 mg/dl on the advantage system and 88 mg/dl on the compact plus system within 10 minutes. Customer was given supplemental insulin after obtaining the reported results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.